Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was evaluated. And the customer's allegation of lost image was not confirmed. The evaluation found a watertight defect, due to a hole on the cable. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed, during evaluation. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head lost image, during an emergency lithotripsy case. The issue, occurred with two camera heads in the same procedure. The lithotripsy was not performed. And the physician decided, to stent the patient instead. It was reported, the patient was still waiting to have the procedure. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
This report is related to MFR report 3002808148-2024-35369. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head lost image during an emergency lithotripsy case. The issue occurred with two camera heads in the same procedure. The lithotripsy was not performed and the physician decided to stent the patient instead. It was reported the patient was still waiting to have the procedure. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information and a correction to the investigation findings. Updated fields: b5, g3, h11. Correction: an olympus representative inspected the imaging tower at the user facility and found the power cable of the processor was shorted and loosened in the trolley socket.

Event description:
Additional information from customer reports the planned procedure was a ureteroscopy, laser and stent insertion. Instead of performing the full procedure, the surgeon only inserted the stent due to problems with the images. However, the surgeon reported the patient's ureter was very tight, so even though a laser lithotripsy was planned, the surgeon was only able to insert the stent due to limited access to the site. The patient was under general anesthesia at the time of the event. There was no significant delay in treatment and no further treatment was planned for the patient. The surgeon confirmed the patient had a "good outcome".